Event description:
The initial reporter stated that the pump was shutting off in the middle of running. They didn't state if the pump alarmed or not. Mmdg followed up with the initial reporter to obtain additional information, however, no additional information was made available. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for evaluation, the pump was found to have a failed motor. The failed motor resulted in a persistent error code 12, and volumetric testing could not be completed. The pump was serviced to correct the issue.